Event description:
A (B)(6) female patient had a cook ureteral stent and another manufacturer's nephrostomy catheter placed in (B)(6) 2012, both products were removed four days later in (B)(6) 2012. Patient continued to complain of pain and exhibit signs and symptoms of an infection from unknown origin. In (B)(6) 2013, the patient underwent a cystoscopy procedure in which suture material consistent with the stent positioning suture and the nephrostomy locking suture material was found within the ureter and removed. Suture remnant measured 28.5cm in length. On (B)(6) 2013 cystoscopy, retrieval of foreign body from bladder. Patient had pain and signs and symptoms of infection. Suture has not been confirmed to be related to the cook medical device. No additional information has been provided by the reporter.

Manufacturer narrative:
(B)(4). No product will be returned to assist in this investigation. Specifications indicate the length of the suture is 30cm +/-2cm. Per instructions for use (IFU) step 10, "cut the string and remove. The wire guide can now be advanced further into the renal pelvis. Note: if the string cannot be easily removed, tie an additional length of string to the cut string, then advance an appropriately sized dilator over the string. When the dilator holds the stent in place, slowly remove the string." Per information received from the customer, the utssw was used in conjunction with another manufacturer's nephrostomy catheter which utilizes suture as a fixation device. However, based on the length of suture reported, 28.5 cm, and the length of suture contained on the utssw, 30 cm +/-2cm) it is likely that the suture originated from the utssw device. Failure to follow the device IFU is likely the root cause of the complaint as the device IFU states to remove the suture after placement. However, without return of the suture or photographs of the suture, we cannot definitively determine the source of the suture. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. No additional actions required at this time. Per qera, additional action is not required at this time based on the associated risk.